Event description:
It was reported that the patient contacted the manufacturer¿s representative yesterday to tell them they thought there was something wrong with their implantable neurostimulator (ins) battery. It was noted that the patient had turned the ins off for several weeks and did not use it ¿for a certain period of time¿ (time not specified) because when they had it on it was not giving them ¿good stimulation¿, caused them to have more pain, and because they felt shocking sensations. In that time, the patient did not charge the ins battery and patient did not remember when they last recharged. Troubleshooting performed today determined that the ins battery was in an over-discharge (od) condition which was the first confirmed od. A physician mode recharge (pmr) was performed one time today and after 60 minutes the patient was able to start charging their ins and successfully reset the device. The patient was going to contact the manufacturer¿s representative when the device was fully charged at which time an appointment would be set up to reset the power-on-reset (por) and to reprogram them. There were no reported patient complications associated with the event. Follow up information reported that the cause of the shocking sensation had not yet been determined as nothing had been heard back from the patient. No other details or an outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013,product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).